Event description:
The initial reporter stated they received discrepant results for one patient sample tested with rheumatoid factors ii on two cobas c 503 analytical unit analyzers. The customer suspected the sample contained an interfering factor. The sample initially resulted in an rf value of 366 iu/ml when tested on c 503 analyzer serial number (B)(6). The sample was repeated twice on the same analyzer on (B)(6) 2025, resulting in rf values of 54.8 iu/ml and 54.4 iu/ml. At the end of the shift on (B)(6) 2025, the sample was repeated on the same analyzer, resulting in an rf value of 290 iu/ml. The sample was also repeated on c 503 analyzer serial number (B)(6) on (B)(6) 2025, resulting in an rf value of 294 iu/ml. The sample was repeated twice on c 503 analyzer serial number (B)(6) on (B)(6) 2025, resulting in rf values of 47 iu/ml and 46.9 iu/ml. The original tube and other tubes of the sample were also repeated on both analyzers on (B)(6) 2025, resulting in the following values: tube 2: rf on c 503 serial number (B)(6) = 52.9 iu/ml. Rf on c 503 serial number (B)(6) = 52.2 iu/ml. Tube 3: rf on c 503 serial number (B)(6) = 38.5 iu/ml. Rf on c 503 serial number (B)(6) = 37.9 iu/ml. Tube 4: rf on c 503 serial number (B)(6) = 47.4 iu/ml. Rf on c 503 serial number (B)(6) = 44.5 iu/ml. Original tube: rf on c 503 serial number (B)(6) = 26.7 iu/ml. Rf on c 503 serial number (B)(6) = 26.1 iu/ml.

Manufacturer narrative:
The rf reagent lot number was 825063, with an expiration date of 31-aug-2026. A review of the alarm trace data showed no relevant alarms. Analyzer water pressure was within range. The investigation is ongoing.

Manufacturer narrative:
Calibration and controls were acceptable, so a reagent issue is not likely. The patient's sample was not available for investigation since it was stored past the labeled stability. The investigation determined the issue is consistent with insufficient pre-analytic sample handling leading to sample inhomogeneity.